Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower drawer failed to open due to a 30ml cup behind the bin jamming the door. A field service engineer removed the medication and was able to access the door without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was encountered a failure and unable to open. The customer reported that the issue occurred when the user attempted to administer medication to a patient. There were no adverse events or injuries reported based on this incident.